Manufacturer narrative:
The device was returned to complete biomedical services for preventive maintenance (pm), and during service the device failed the 30 psi occlusion test with a recorded value of 16.91 psi, which is outside the acceptable specification range of 22 to 38 psi. During device repair the 30psi occlusion calibration was adjusted from 341 to 301, after which the device passed the 30 psi occlusion test with a value of 29.34psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
The device was returned to complete biomedical services for preventive maintenance (pm), and during service the device failed the 30 psi occlusion test with a recorded value of 16.91 psi, which is outside the acceptable specification range of 22 to 38 psi. During device repair the 30psi occlusion calibration was adjusted from 341 to 301, after which the device passed the 30 psi occlusion test with a value of 29.34psi, which is within specification. No patient involvement was reported.